Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. The cannula was observed to have pierced the sleeve through the side, preventing full recovery. The root cause for the side-pierced sleeve could not be determined from the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd vacutainer® flashback blood collection needles had poor sleeve function. The following information was provided by the initial reporter: "the rubber didn't extend to wrap the needle completely after puncturing the blood collection tube."